Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with anterior and posterior repair and bladder suspension.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop. It was reported that patient underwent cystocele repair using cadaveric fascia lata on (B)(6) 2011 due to cystocele.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia and neuromuscular problems. It was reported that patient underwent mesh removal and replacement on (B)(6) 2011 due to failed mesh. It was reported that patient underwent suspend implant on (B)(6) 2011 due to pop. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.